Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, the mitraclip xtw was unable to pass establish final arm angle test (efaa). Troubleshooting was performed and was unsuccessful. The clip was replaced with another mitraclip xtw. Second mitraclip xtw was inserted into the patient. It was found to be positioned more medial than the target and the device was pulled laterally. During the maneuver, device was caught on the medial posterior leaflet which caused acute mr and lead to transient cardiac arrest. Patient was stabilized with catecholamines. It was decided to remove the clip from the patient and replace with mitraclip ntw and was procedure was completed successfully. The mr was reduced to grade 1 post procedure. There was no clinically significant delay reported